Manufacturer narrative:
Event date approximated since unknown.

Event description:
It was reported a stroke occurred. A left atrial appendage (laa) closure procedure was performed on (B)(6) 2018. A 21 mm watchman laa closure device was successfully implanted. At an unknown time post procedure, the patient experienced a stroke. Additional detail is unknown at this time. Bsc is continuing to attempt to obtain additional information.